Event description:
It was reported that the device was showing atrial tachycardia, atrial fibrillation and p wave measurements even though there was not an atrial lead and the atrial port on the device was plugged. It was noted that this is an off-label use of the product and can result in erroneous information. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.